Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. Unit had cracked display window corner, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was not performed. The device was returned for analysis.